Event description:
(B)(4). The patient enrolled in (B)(6) of 2006. The target lesion was in the right carotid artery with a 5 millimeter vessel diameter and an 8 millimeter length. There was 85% stenosis by (B)(4). The lesion was reported as type I. No thrombus, ulceration, dissection, pseudo aneurysm, calcium or tortuosity was reported in the target vessel. There was no cerebral protection used for this patient. Post irradiation stenosis was noted. A 30 millimeter long nexstent monorail was then implanted. During the procedure, a non-bsc balloon catheter was used. The patient was given atropine 0.5 ui during the procedure. Dilatation was performed and residual stenosis was 0-29% and the stent was reported to be patent. The procedure was reported as successful. Post procedure stenosis was reported as 20%. A single patient follow-up visit was reported in (B)(6) of 2006. The stent was reported to be patent with residual stenosis of 20%. Cranial nerve and eye exam were rated worse than the previous visit. Other neurologic categories were unchanged since the previous visit. No complications or adverse events were reported.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. (B)(4). Device not returned for analysis.